Event description:
(B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached at the site connector while the patient was sleeping. The site location was patient's left buttock. The pump was worn on the patient's hip. The infusion had been in use for 1 and a half day and the infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available..